Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the patient monitor triggered a yellow high hr alarm instead of a vtach red alarm. The device was in use monitoring patients. No adverse event was reported.